Event description:
It was reported that when using the bd pyxis medstation system all drawers failed, which hindered users from accessing medication for a patient. The customer attempted to resolve the issue by rebooting the station, which displayed a message indicating the "need for technical support". This incident resulted in a delay in dispensing medication to the patient, as the nurses had to get the required medications from another medstation and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawers 2.1 and 2.2 missing in drawer configuration at the station. A field service engineer removed the back cover and observed that there were no lights illuminated on the drawer. After disconnecting both retractor band connections, the engineer tested the pyxisbus controller, which was found to be non-functional. The controller was replaced, and testing was conducted without any drawer controllers connected, yielding satisfactory results. However, upon adding drawer 1, the board failed again. Consequently, the pyxisbus controller, retractor band, and drawer 2.1 controller were replaced, and the drawer was configured within the application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.